Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a coronary artery stenting treatment procedure, failure to cross the implanted stent occurred. Vascular access was obtained via radial artery. The target lesion was more than 32mm long located in the left anterior descending artery (lad). First a 2.5x32mm promus stent was implanted. Then another 2.25x12mm omega stent was selected and attempted to advance to the residual distal lesion; however, the device was unable to cross the first implanted stent. The device was removed intact. The procedure was completed with another same device. No patient complications were reported and the patient's condition was stable. However, the returned device revealed stent damage. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual and microscopic examination of the returned device identified that the balloon was tightly folded with the stent secured on the balloon between the markerbands. The inner shaft was buckled 19-20mm from the proximal balloon bond. The first row of struts on the proximal end of the stent were flared, bent and overlapping. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).